Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant inratio values. Date: (B)(6) 2014 inratio 1.9 coaguchek 2.9. Date: (B)(6) 2014 inratio 1.3 coaguchek 2.2. Date: (B)(6) 2014 inratio 1.8 nurse's coaguchek 2.5. Time between testing unk for all days. Pt's therapeutic range 2.2-2.7. No reported adverse pt sequela. No additional info provided.